Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level reached 31 mmol/l (558 mg/dl), while wearing the pod between 1 and 4 hours. The lg reported they removed the pod per their healthcare professional's guidance. The lg reported when the pod was removed from the infusion site (arm), they found redness on the skin. Treatment information was not provided.

Manufacturer narrative:
No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause irritation at the infusion site. The exact cause of the reported event could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was stretched. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Smartphone operating system: unavailable. Smartphone hardware: unavailable. Cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.